Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the physician opened the right ventricular (rv) lead and found that the pacing lead helix was damaged and severely bent hence could not be used. The pacing lead was opened not used and replaced. No patient complications have been reported as a result of this event.